Event description:
It was reported that the programmer intermittently automatically shuts down and restarts during use. It can also reboot in loop. The subject programmer will be returned for analysis.

Event description:
It was reported that the programmer intermittently automatically shuts down and restarts during use. It can also reboot in loop. The subject programmer will be returned for analysis.